Event description:
An intra-aortic balloon catheter was inserted. Immediately after insertion the iab console alarmed "iab kinked". Though the iab was noticed to be in good position, it was also noted to only be partially opening at the bottom. The iab console was changed and was not able to fill the iab catheter, showing an "autofill" alarm situation. The iab was manually tried to open the catheter, without success. With repeated tries the iab catheter would only open 2/3 of the way. The iab was inserted at 1455 and removed at 1900. Another iab catheter was inserted the next day at 1820. The pt expired four days later.

Event description:
Add'l info rec'd from MFR 2/23/01: the iab was received for evaluation intact with the membrane noted to be completely unfolded. Blood was observed on the exterior of the iab and between the catheter and sheath. No kinks were noted in the catheter or inner lumen. An 8 fr, 6" sheath/hemostasis valve assembly was returned in place over the catheter tubing. A kink was noted in the sheath tubing below the hub. The iab pumped satisfactorily on the lab pump at 100 and 140 bpm. No alarms were triggered. It was not possible to determine the cause of the reported difficulty based on the event description and lab examination.